Event description:
The pt is a (B)(6) female who fell at home and sustained a left hip fracture. She was transported to the medical center where surgical intervention was required to set the fracture. The surgery took place on (B)(6) 2011. During the procedure a smith & nephew trigen nail was placed in the femur. The cephalomedullary screw was then drilled through the external jig. There was difficulty passing both the drill as well as a screw by hand. The surgeon decided to remove the implant to determine what the obstruction was. Upon removal, it was noted that a set screw was seated partially obstructing the screw hole for a cephalomedullary screw. Because there were shavings of metal the operative site was thoroughly irrigated and flushed. Another trigen nail was obtained and secured within the femur without further complications. The pt was taken to the recovery room after the surgery in good condition. There was a short delay caused by the set screw issue.